Event description:
User complained of compress exploding when trying to activate it following IFU when squeezing bag. It was difficult to squeeze and eventually exploded spilling "chemical clear liquid" over themselves and family members. Needed constant rinsing with water to alleviate the burning on their skin and may have also caused eye irritation. Went to a pharmacy where they received number to "poison control". Caller also reported damage to some clothing. Caller can see a visible tear in the bag approx. 1 1/2 inches from seam.